Event description:
A peritoneal dialysis nurse reported that during treatment, the back part of the blue pin fell out and dialysis solution started leaking. The nurse stated there was no leak in the cassette area. The patient had no adverse effects. Actual sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within the past 3 months of the date of the event. Alternate samples from a different lot were returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.